Manufacturer narrative:
Additional information has been provided in d3. Pdi/cerebrovascular accident/thromboembolism: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 56 year-old male patient for acute on chronic decompensated cardiomyopathy. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Extracorporeal membrane oxygenation was the primary hemodynamic support device, with the impella utilized for left ventricular venting. Following explant of the impella 5.5 device, the patient was noted to have left-sided weakness with concern for stroke. Evaluation by radiology was performed, and fibrinogen material was extracted. Thrombus/biomaterial was observed in the patient or on the device. The patient is reported to be clinically stable and undergoing rehabilitation. While on support, the impella 5.5 device was operating at performance level 2 with expected flows of 2.0 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and explanted after 21 days of support. The patient survived with no additional adverse events reported.